Manufacturer narrative:
The device was not received by depuy synthes. Once the device is received and the evaluation has been completed or if additional information becomes available, a supplemental report will be sent. Ref: (B)(4).

Event description:
Report received from USA stating that the device had hose damage. The device was being used during surgery. No patient or user injury were reported. It is unknown if any medical intervention or a delay in surgery occurred. There was no additional information provided.